Event description:
Boston scientific received information that during the end of the implant procedure of this implantable pacemaker, the patient had coded due to respiratory distress. The patient required chest compression for approximately 20 minutes. After the patient recovered from the distress it was discovered that their leads had dislodged as loss of capture was noted. The physician believed that the lead dislodged due to all the chest compressions. The system remains implanted. There were no product complaints from the physician. At this time, we are unable to confirm the cause of the respiratory distress in which the patient required additional medical intervention.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.